Event description:
The reporter stated that on (B)(6) 2011, the patient was taken to the hospital for a blood glucose (bg) reading of "high" (greater than 600 mg/dl) and vomiting. The patient reportedly attempted to correct the elevated bg with a bolus, and bg did not respond. At the time of the call to animas customer support, the patient continued on insulin pump therapy and was additionally on an insulin drip in the ICU. Customer support reviewed the pump with the reporter and the patient, and found all settings and histories were correct. The patient denied any site, set, or cartridge issues and stated that the insulin in use was within date. There is currently no indication that the reported bg excursion was related to a possible pump malfunction. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy and the patient's health care provider wants the pump replaced.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.